Event description:
Customer added that the device was reprocessed according to the IFU.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields were updated accordingly: b5.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material found at the distal end, other evaluation findings are as follows: there was a scratch on the grip; the suction cylinder had no color; there air/water cylinder, the forceps elevator, and the air/water tube had foreign objects; the forceps skipped/swayed on the upper half of the endoscopic image due to fray of the knob wire; the fixing force of the guide wire did not meet the standard value due to damage on the knob wire; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the connecting tube was wrinkled; the distal end was shaved; the light guide lens was cracked; and the forceps elevator was corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found at the distal end. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.